Manufacturer narrative:
This event occurred in (B)(6). The customer performed testing with 15 pooled samples and 4 samples had questionable results. Precision tests were also performed. The investigation is ongoing. (B)(4).

Event description:
The initial reporter complained of discrepant results for 8 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module using different reagent lots between (B)(6) 2019. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The troponin t hs reagent lots were 436777 and 419269. The expiration dates were not provided.

Manufacturer narrative:
Suspect medical device and applicable fields were updated. The e801 module serial number was (B)(4). Reagent lot 436777 expires on 28-feb-2021. The expiration date for reagent lot 419269 was not provided. This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .